Event description:
Three syringes were involved from this lot: there was a hair-like filament, 3/4" in length, found in the newly opened package. The needle tip was blunt instead of tapered. There was a fiber on the needle.